Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation has shown that the locking screw is damaged. The screw thread got shaved off the first 20mm from the tip. The shaved off thread occurred due to contact between the screw and the expert femur nail. It is possible that this occurred due to insertion of a damaged screwdriver. This complaint has been determined to be invalid. (B)(6).

Event description:
The patient had introchanteric fracture. The interochanteric fracture open reduction internal fixation operation was held with use of the expert antegrade femoral nail system. The surgeon pointed out that he felt the head touch was unusual when he inserted a screw in a distal part after he performed proximal reconstruction. He unscrewed and examined it, and then found that the screw was stripped. This is 1 of 1 report for this complaint (B)(4).